Event description:
It was reported that the lead was damaged during a battery replacement. The patient was in for a routine battery replacement. The battery was not completely depleted but due to patient proximity to the clinic, the health care provider (hcp) decided to replace the implantable neurostimulator (ins). During the procedure the lead was cut so they went in to replace the lead and the lead fragmented upon removal. The lead was replaced with a new product and the revision took place on (B)(6) 2014. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v267031, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead cut was made near the battery in the pocket site. Most of the lead down to the tines was explanted and the manufacturer representative was not sure if part of the lead would be returned but would check with the office. The patient was doing fine and they were aware that the lead was accidentally cut and a part was left in. The patient had a little bit of site soreness, but their symptoms were relieved when they spoke a couple of days after. It was later reported that the pathology department would sent in the lead for analysis.